Event description:
It was reported the insulin pump had an off no power. Customer used a brand new energizer battery. No low battery alarms noted on the device. The device was not dropped or bumped. Second time the device has an off power with no low battery alerts prior. Customer did not know blood glucose level. No further information reported.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No unexpected low battery alarms or off no power anomaly noted. The device was received with cracked case at display window corners. The device was received with severely scratched lcd window.